Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was detached and all of the keypad buttons had become unrepsonsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-mar-2019 with the following findings: during investigation, the pump was returned with keypad without rubber cover. Ok, down keys are intermittently responding, up and contrast keys are not working. Contrast, up button contacts are missing. Removed keypad, found contamination under ok, down keys contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked and the display was dim/discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.